Event description:
It was reproted to bsc on 01/17/2007 that during an ercp "the cut wire broke." The pt gender is male. It was also reported that the wire did not detach from the device, the procedure was successfully completed using a second device, and that there wee no reported adverse effects for the pt.

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.